Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and transvenous right ventricular (rv) pace/sense lead were oversensing noise, which led to seven inappropriate episodes which were diverted without the patient receiving an inappropriate shock. The patient is pacemaker dependent, and pacing inhibition occurred for over two seconds. A revision procedure was planned to address the suspected rv lead issue. A clinician asked the boston scientific crm technical services department how to temporarily turn tachycardia therapy off in the device, until the revision procedure can be performed.

Manufacturer narrative:
Technical services discussed how to reprogram the device to monitor only mode via programmer. A lead revision procedure was later performed, during which this chronic rv pace/sense lead was surgically capped and abandoned. The pace/sense portion of the patient's chronic rv defibrillation lead was used, and the ICD was left in service. This event will be updated if any additional information becomes available. Additional information was received that approximately five years later, this capped lead was explanted as the patient was upgraded to a new system. The lead was returned and analysis is pending. No adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments, with the lead being severed at 138 mm from the terminal pin. Lead on lead abrasion was noted on multiple locations on the lead, and is consistent with the observations of noise and oversensing noted from the field.